Manufacturer narrative:
Date sent: 01/27/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy after deploying the micromark tissue marker, the tip of the marker broke off inside the probe. They retrieved the tip and used another marker to complete the case with no consequence to the patient.